Event description:
It was reported that during insertion of the introducer needle, the needle hub is cracked in a "v-shape" with no resistance on aspiration. No patient harm or injury was reported. Another device was used.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided a photo showing a piece of the needle hub broken off. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states: "caution: do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." "Air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." "Excessive force can cause component damage or breakage." The report that the needle hub broke and separated was confirmed through examination of the customer supplied photo. The image showed a piece of the needle hub broken off. The device history record was reviewed with no evidence to suggest a manufacturing related cause. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the introducer needle, the needle hub is cracked in a "v-shape" with no resistance on aspiration. No patient harm or injury was reported. Another device was used.